Event description:
It was reported that the device was double beeping. The issue was discovered during testing. There was no patient involvement. Device evaluation revealed the cause was a faulty downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high pressure alarm. Functional testing was performed. The cause of the reported issue was the downstream occlusion (dso) sensor. The dso sensor was replaced.